Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured 360 units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received one open and unused sample. We have checked visually the open and unused sample received and we have observed that the needle is not correctly fixed/inserted in the foam holder, the needle should be inserted at the midpoint of its curve. On the other hand, knot pull tensile strength result conducted on the sample received is 0.023 kgf and fulfils european pharmacopoeia (ep) requirement (ep requirement: 0.010 kgf in average). This value is in the usual range for this thread and size. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: the most probably root cause of bad fixation of needle in pack defect, according to an internal investigation, is that this issue arose from human error during the manufacturing process. The defect occurred due to operator mistake during the blister sealing process, resulting in improper handling, which led to the needle entering fully into the foam holder. It has not been possible to determine the root cause for thread breakage defect because the sample received complies european pharmacopoeia (ep) requirement. Final conclusion: although the sample received complies with european pharmacopoeia (ep) requirement for knot pull tensile strength, we consider that the complaint is confirmed due to the needle is not correctly positioned in the foam holder. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: a CAPA has been opened to investigate the issue and determine corrective actions.

Event description:
It was reported an issue with dafilon suture. The client reported that the suture has already torn multiple times - during one procedure even five times. The packaging is also being criticized, as the needle disappears completely into the foam holder and can only be removed with considerable effort. No further information has been received.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.